Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.